Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that during a thyroid lumpectomy two separate size 7 nim endotracheal tubes had issue. The first tube was placed and did not make a good connection so it was removed. Upon removal the tube was inflated in water and it was noted that there was a small tear in the tube. The patient had somewhat jagged teeth and the surgeon noted that he may have made contact with the teeth upon insertion of this tube. A second tube was inserted, taking care not to make contact with the teeth. The second tube was inserted before the first was removed. The second tube did not stay inflated, but the site was able to reinflate and make contact enough to finish the procedure. It was noted that both tubes felt "sticky" and they appeared to stick to the glidescope that was used for placement which may have contributed to tearing. Reported only a few minutes of delay and no impact on patient outcome.